Event description:
(B)(4). Initial report: this non-serious spontaneous case was reported by a nurse and received via our affiliate in (B)(4). (B)(4). This case concerns a female patient of unknown age and ethnicity. The patient's medical history was not provided. No concomitant medications were reported. On (B)(6) 2007, the patient received a facial treatment with poly-l-lactic acid (sculptra), dosage and indication not provided. On an unknown date the patient developed an infection on the right side of her face from the cheek to the jaw line and on her left jaw line. It is unknown if therapy with poly-l-lactic acid is ongoing or if any corrective treatment was given. The outcome was unknown. The reporter's causality assessment between sculptra and the event was not provided.

Manufacturer narrative:
Addendum for follow up: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation.